Event description:
It was reported that during a pneumonectomy procedure, there was an incomplete staple line in one of three firing lines. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
.